Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR:2134265-2018-04536. It was reported that a pericardial effusion occurred post procedure. On (B)(6) 2018 a 27mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The patient was discharged on eliquis and aspirin. At least 24 hour later, the patient presented with chest pain. Imaging was performed and an effusion was found. They tapped the patient removing about 200cc's of fluid. The patient symptoms resolved and they are currently doing fine.